Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was cosmetic issue on the intraocular lens (iol) whereby there was mark in the center of the iol. The issue was discovered when the lens was unfolded in the patient's eye. The patient's post-operative visual acuity had not been assessed yet. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: feb 8, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: the original folding carton was received along with patient stickers. No simplicity handpiece or lens was received. A photo was provided by the customer and evaluated. The picture shows an eye being implanted with a lens claiming to be implanted with a tecnis eyhance iol with simplicity delivery system (model dib00). The tip of the ia handpiece was be observed in the patient¿s eye anterior chamber. Three discontinuous scratch like marks can be observed in a curvilinear pattern starting at 12:00 (in relation to the picture) in the lens mid periphery and ending near the lens optical center. The complaint issue cosmetic issues was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.